Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien plymouth location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. (B)(4). (B)(6).

Event description:
The physician intended to use a protege gps for treatment of left arteria subclavia stenosis. It should be noted that the protege gps is not indicated for use in the subclavian. The lesion was pre-dilated. It is reported that the physician advance the alleged device to the lesion. The physician attempted to withdraw the outer catheter but the stent failed to be released. The device was removed from the patient. The physician chose another device of the same size and it was smoothly released. The surgery was successfully concluded. After that, the stent propelling system was checked, great strength was needed to release the stent. Evaluation summary: the protege everflex stent delivery system (sds) was received for evaluation with the distal 1/2 cell (1 strut level) deployed. No ancillary devices or cine images from the procedure were available for this investigation. The lock-mechanism was snug-tight. The clear flush line exhibited dried (saline) residue. The catheter shaft exhibited a kink 607mm from the distal edge of the outer sheath. A test 0.035"" guidewire was loaded through the sds. A significant resistance was noted at the kink but the wire was able to be fully loaded. The device was flushed and loaded into the deployment force fixture. The stent deployed with 0.57 lbs. Of force.